Event description:
The customer reported a communication failure error message and would not reboot. This error resulted in a loss of imaging functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuses and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.